Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ping meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2017, 2:30pm. The patient manages her diabetes with insulin pump therapy. She was unable/unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that about 1 hour after the issue began, at 3:30pm she developed the symptom of ¿sleepy¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.